Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device had foreign material stuck in the instrument channel tube. However, the device was returned without proper reprocessing steps completed. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the plastic distal end cover was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had glue in the instrument channel tube; the air/water supply was not smooth. The issue was found during reprocessing. Procedures were completed with a similar device and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found there was white solid foreign materials in the distal end of the instrument channel tube and in the distal end of the auxiliary water supply tube this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.